Event description:
It was reported that a diversion from a bag of fentanyl 10 mcg/ml. At 0500, approximately 100 ml of fentanyl was noted missing from the bag. Manufacturer response for bd carefusion alaris system pump 8100, infusion pump, bd carefusion (per site reporter): the investigation report from carefusion stated they could not confirm that the 100ml of fentanyl was reported missing could not be ascertained from the bag volume. The user did not enter a new volume to be infused (vtbi) when the infusion was started. The infusion was running at the reported rate of 2.5 ml/h. The vtbi was change from the remaining volume of 75.128 ml to 15 ml. The reason for the vtbi change could not be determined from the log analysis. It could not be determined if a diversion from the bag occurred and bd was unable to determine a root cause for the reported event.